Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 28 months of implant duration. Dissatisfaction with respect to battery longevity was expressed.